Event description:
A report was received that the patient¿s ipg was non-functional and would not hold its charge after having a non-device related surgery wherein an electro cautery was assumed to be used. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction. Sc-1110-02 (sn: (B)(4)) device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient¿s ipg was non-functional and would not hold its charge after having a non-device related surgery wherein an electro cautery was assumed to be used. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).